Event description:
It was reported that during ladg a clip was loaded to the jaws in broken condition and fell into the body. After retrieving it completely, the user attempted to load the remaining clips, but they were stuck in the applier and did not come out. The user removed them and tried to load again, but it failed. Another applier was used instead.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and the first clip was out of position in the channel. A broken clip was returned loose with the device. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws of the device. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user, including the broken clip. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "clip loaded in broken condition" was confirmed based upon the sample received. One device was returned with its rotation tab bent and the first clip out of position in the channel. A broken clip was returned loose from the device. The device was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user, including the broken clip. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. The clip stacking can also cause clips to break in the channel. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. Non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73e1800201 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during ladg a clip was loaded to the jaws in broken condition and fell into the body. After retrieving it completely, the user attempted to load the remaining clips, but they were stuck in the applier and did not come out. The user removed them and tried to load again, but it failed. Another applier was used instead.